Event description:
Site noted that the last four pts having undergone angiojet use experienced brady/tachy/or flutter when angiojet was used for av declot. The symptoms were transient; when angiojet was stopped, the pt went to normal rhythms.